Manufacturer narrative:
UDI = (B)(4). . Investigation results: a partially deployed wallflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the outer sheath was bent and the inner sheath was kinked and was exiting the guidewire access port. Additionally, the stainless handle was slightly bent. The stent could not be deployed as received, but the stent was able to be manually deployed. No other issues were identified with the device. The investigation concluded that the noted damages to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors, such as tortuous anatomy or maneuvering of the device, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 21, 2016 that a wallflex biliary uncovered stent was to be used in the mid common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the nurse encountered resistance when attempting to deploy the stent. The nurse applied more force to the handle; however, the catheter kinked at the guidewire exit port and the stent failed to deploy. The stent was removed from the patient fully-constrained on the delivery system and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the wallflex stent was returned partially deployed.